Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found an outer abrasion at 32.2 cm from the connector pin and the svc cables were exposed but not abraded. The damage found is consistent with abrasion caused by clavicular crush. (B)(4) laboratory technician; (B)(4) - no complaint was received with return of device. Failure (event) observed during analysis.